Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma-late. A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Healthcare professional reported "severe painful grade IV encapsulation, more pronounced", "prosthetic rippling of minor significance", "signs of chronic lymphocytic inflammation cd30 negative", "extensive fibrosis" and "periprosthetic seroma" confirmed via ultrasound. This record is for the right side. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: seroma-late: unable to observe. Capsular contracture: unable to observe. As per the investigation procedure, creases, wear abrasion and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "severe painful grade IV encapsulation, more pronounced", "prosthetic rippling of minor significance", "signs of chronic lymphocytic inflammation cd30 negative", "extensive fibrosis" and "periprosthetic seroma" confirmed via ultrasound. This record is for the right side. The device has been explanted and replaced.